Event description:
It was reported that during a vena cava filter placement procedure, the legs of the filter became tangled. Following an uneventful deployment, the legs of the titanium greenfield vena cava filter appeared to be entangled with the exception of one leg. There were no patient symptoms or issues associated with the event. The procedure was completed with this device, the physician felt that the patient was adequately protected. The patient status is reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).